Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10 ¿ medical products : item# jp-0125, lot# 269180, flat titanium pectus bar 12.5in . Item# jp-0125, lot# 857160, flat titanium pectus bar 12.5in . G2: foreign source: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that the patient underwent a pectus bar implantation for funnel chest treatment. Subsequently one week after hospital discharge, the patient was seen with fever and pleural effusion with a puncture due to unknown reasons. Patient received steroids and antibiotics. Patient recovered well.